Event description:
Date of event is unk. In 2009, boston scientific corporation was informed that during a procedure when the physician had the hydratome in place, the cutting wire would not bow. This issue occurred a total of two times. The physician completed the procedure with another hydratome. Note: this report is for one of two device used in same procedure. Please refer to MFR # 3005099803-2009-01242 for other related report.

Manufacturer narrative:
For failure to bow.